Event description:
Patient had wound vac using kci wound vac sponges. There is no opaque marker on these sponges. There was a retained sponge in this case. The patient had infection in her wound. X-ray was taken. The sponge was not revealed by x-ray as there is no opaque marker. Any item such as this could be lost inside a wound should have an opaque marker for patient safety reasons. The national supply chain should help healthcare workers by making products safer for patients.